Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, the rpm's did not display. During platforming, the rpm readout on the display of the rotablator console did not appear on the display. No patient complications were reported as no patient was involved.

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, the rpm's did not display. During platforming, the rpm readout on the display of the rotablator console did not appear on the display. No patient complications were reported as no patient was involved.

Manufacturer narrative:
Device evaluated by MFR.: the rotablator console and foot pedal were tested with a 1.75mm rotalink burr. The rotational speed in dynaglide mode and turbine mode met specifications, maintaining the rpm setting. All of the console displays functioned properly. The foot pedal functioned properly, readily activating or deactivating the burr rotation and switching the console between turbine and dynaglide modes. Examination identified the turbine rotational speed control is non-linear when decreasing from maximum rpms. The turbine pressure control knob requires extra turns before the pressure gauge reading registers a drop in pressure and the rotational speed display registers a drop in rpms. The rotational speed abruptly drops approximately 66 krpm from the maximum rpms. The rotational speed control is linear when increasing rpms from minimum to maximum. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).